Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg) procedure, the first firing for the duodenum resection with the stapling device was completed with no problem. During the second firing for the stomach resection,they connected the reload to the adapter and when the surgeon closed the jaws and clamped the tissue, the status indicator was green but when the green firing mode button was pressed the status indicator stopped flashing green. A new reload was used, however, the same event occurred. They replaced the handle and connected the original cartridge described above to the adapter and the firing was completed with no issues. The patient status is alive with no injury.